Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that there are air bubbles in the reservoir of the insulin pump. Customer's blood glucose reading was 160 mg/dl. Nothing further reported.

Manufacturer narrative:
One opened/used reservoir was tested and it passed per specifications. No air bubbles were noted during testing and no defects were noted on the o-ring.